Event description:
This rv lead was capped due to poor sensing and no capture at max output. The lead was replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.